Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address hip pain. During revision, the cup was found to be loose, and there was some white, cheesy-like material under the rim of the head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Reason for original complaint ¿ patient was revised to address hip pain. During revision, the cup was found to be loose, and there was some white, cheesy-like material under the rim of the head. **update** 9/6/11 - litigation papers received. There is no new additional information that would affect the investigation. ***update*** 9/29/11 - ppd received. Dob: (B)(6). No new information received that would change the outcome of the investigation. Update 2/10/2017: pfs and medical records attached. After review of the medical records for MDR reportability, the revision operative note indicated pain, loose cup, increased metal ion levels (confirmed by labs), and leg length discrepancy. The stem and taper sleeve are being added to the complaint. This complaint was updated on: 3/6/2017 / / investigation method: / / investigation summary:

Manufacturer narrative:
Corrected.